Event description:
It was reported that the patient presented to the emergency room with multiple shocks. It was noted that the vfta was activated due to undersensing detected on discrimination channel, lowering the detection rate. Further information was requested however, was not provided.

Event description:
New information received notes that the programming changes were made. Patient condition was stable.